Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: (B)(4). Medical device expiration date: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ pmcf-q-syte-vial-access was damaged. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported via survey response that the clinician experienced bd q-syte septum is damaged/defective (1). Additional information related to damage states: "leak".

Manufacturer narrative:
Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that unspecified bd¿ pmcf-q-syte-vial-access was damaged. The following information was provided by the initial reporter: material no: unknown. Batch no: unknown. It was reported via survey response that the clinician experienced bd q-syte septum is damaged/defective (1). Additional information related to damage states: "leak".